Manufacturer narrative:
(B)(4). It was reported that the patient had the mesh removed on (B)(6) 2009 due to vaginal mesh erosion and on (B)(6) 2010 due to vaginal mesh erosion causing the inability to have sex due to pain. (B)(4) dyspareunia.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2008 for the treatment of stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01199. The same patient is represented in each medwatch.